Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console exhibited aspiration problem. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying that the issue happened during vitrectomy procedure ,the vitreous was not aspirated despite increasing the vacuum and heard a popping noise. The issue happened during central vitrectomy mode, shaving mode and during extrusion with backflush . There was slow fluid-air exchange at the beginning and then return to normal after the noise heard. An ophthalmic operating console and surgical procedure pack was involved in the surgery. The surgery was delayed and there was no impact to the patient. Surgery was completed the same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the surgery was completed by opening a new vitrectomy kit and changing the vitreotome.